Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. Customer's blood glucose was 280 mg/dl.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. Pump passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.